Manufacturer narrative:
After battery installation, unit gave a constant a21 alarms due to faulty b1 m/b. No blank display anomalies were noted. No damage found on the c13/lcd isolation tape noted. Unable to perform any test due to the constant a21 alarms.

Event description:
The customer reported via phone call that the insulin pump's display was intermittently blank. Blood glucose level at the time of the incident was 9.3 mmol/l. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.